Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported valve leak and/or damage. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage: observed delamination total in the valve assessed as adhesive failure. No additional observations are performed.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional later reported valve leak and/or damage. Device has been explanted and replaced.